Event description:
The event is reported as: staples are not forming properly during use. No pt injury reported.

Manufacturer narrative:
Sample returned to MFR. The results of the investigation are not available at the time of this report. A f/u report will be sent when completed.